Event description:
A call was placed to technical services on (B)(6)2018 stating that this lead was explanted due to phrenic nerve stimulation. The physician was dr.(B)(6) at (B)(6)hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).